Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact, scratched screen. Upon inspection, customer problem was duplicated. The moment the device was powered up the device started double beeping, replaced downstream sensor.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a double beep no cassette during testing. There was no patient, or clinician injury associated with this event.